Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, intermittent capture due to suspected microdislodgement was noted on the right ventricular lead. No intervention was performed at this time. The patient was stable.

Event description:
Additional information received indicated the diagnostic imaging was performed, however, no dislodgement was confirmed. The device was reprogrammed to resolve the event. The patient was stable.